Event description:
Pt status post implantation with two plates and screws has cellulitis and an unstable chest. Surgeon is monitoring the pt.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Subject device has not been explanted. Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.